Event description:
It was reported that after vacuum was drawn on the assembly, resistance was encounterd when removing the iab from the tray. When removed from the tray, the balloon appeared to have unwrapped. During insertion, the balloon caught on the sheath and could not be advanced. A second iab was inserted without pt complications.